Event description:
It was reported the subject device had noise occurs during preparation, and line noise occurs. The event occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: g3; h2; h4; h6 and h11. Corrected fields: e1; e3; g4. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.